Event description:
The hcp reported that the patient was admitted to the hospital in mid-october for unspecified baclofen withdrawal symptoms. At that time, the patient's dose was increased from 330 mcg/day to 480 mcg/day. In 2007, the pump was filled with 18 mls of baclofen. At the approx two months later refill visit, a volume discrepancy was found. The expected reservoir volume was 4.2 mls, but the actual reservoir volume was 18 mls. The patient was not currently having any symptoms. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.